Manufacturer narrative:
The deployed clip was not returned; however, the clip¿s handle was returned for evaluation. A visual inspection was performed on the returned device and found the red stopper and the black protective cap missing, possibly removed prior to use by user. The j hook at the distal end was noted to be still intact with no biomaterial debris. There are no kinks or damage to the device. The handle slider, yellow tube and working portion were found to be intact and functional. The evaluation, could not conclusively determine the cause of the reported complaint since the device was returned as opened and used. However, based on similar reported events, the cause of the reported complaint is that the clip could have been re-opened and repositioned more than the limitation of reopening times. The clip might have been deployed prematurely causing detachment while it was not grasping the target properly. The instruction manual states ¿do not perform repositioning more than the limitation of reopening times. The clip may fail to open while it is grasping the tissue. This may result in impaction or prevent to re-open.¿

Event description:
The service center was informed that during an unspecified procedure that the clip disassembled and fell into the patient when it was being retrieved from the scope. The surgeon retrieved the fragment from the patient with no injury. There was no report of bleeding being observed. The visual inspection was performed on the device prior to the procedure with no abnormalities observed. The intended procedure was completed with another similar device.